Event description:
This is report 1 of 4 reports for complaint (B)(4).

Event description:
A veptr replacement of a rib hook due to migration: patient was implanted with veptr on an unknown date. On a follow up visit to surgeon, an x-ray revealed the migration. The sales consultant does not know if the patient was having pain, as he is a (B)(6) male with spina bifida and non verbal. When the surgeon was attempting to move the hook to another rib with the forceps, the forceps broke in half. The pieces were retrieved and the surgeon used the second instrument in the set without delay to the case. It was noted by the consultant: it did not appear as if the surgeon was putting that much force on the instrument. No adverse effect to the patient was noted. The hook was moved from the 3rd to the 4th rib. This is 1 of 4 reports for this event.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Date of event - (B)(6) 2013 provided by questionnaire on (B)(4) 2013. Date illegible and confirmed by telephone call on (B)(4) 2013. Placeholder.

Manufacturer narrative:
Device used for treatment and not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.

Manufacturer narrative:
Product classification code provided. No irregularities were found during the device history record review. The hardness was measured at the time of manufacture conforming, at 48.1. This was the very first production of this device and according to our internal complaint history review there have been no further complaints from this lot. The device is approximately 5.5 years old. A product development evaluation was conducted. The returned instrument was received in a used condition. The inner component failed at the smallest cross section near the outer perimeter of the outer component in a closed position. The liberated piece is also part of the return. This instrument resides in the veptrii system. This forceps inserts rib hooks. The chu reviewed the source control drawing (B)(4). This drawing does not control the dimension in the area of the failure. The drawing does call out the appropriate material and finishing processes. The failed rectangular cross-section measures 2.5mm x 7mm. When assuming the maximum moment arm of 30mm, the force required to break this component (bending moment created when holding the implant) is approximately 240 lbs (1070 n). This capability is significantly higher than the necessary clinical loads to hold the rib hooks. Once the instrument securely holds the hook cap, the surgeon can subject the forceps to various side loads. The capability to resist the worst case of side loading is about 80 lbs (380 n). The typical clinical side load is not known. The design seems to be robust for the intended use. The condition prior to failure is not known. Based on the complaint description and evidence of the return, the combined loading condition can not be determined. The expected clinical side loads are unknown. The calculated capabilities suggest the surgeon may have subjected the forceps to excessive force. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was received and it was confirmed that one front tip was completely broken off in the area of the hinge. The forceps correspond to the drawings and processes at the time of manufacture. Too much force was applied to the tips causing one to break. The hardness was rechecked and found to be conforming at 50 hrc.